Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air/water cylinder and air/water channel could not be identified and a definitive root cause of the issues could not be determined, as there was no device deformation observed that might contribute to the retention of foreign material and no additional device cleaning/reprocessing information was reported or available, however, the remaining foreign material was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Event description:
The customer reported to olympus that the bowden cable on the evis exera iii gastrointestinal videoscope was worn. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the air and water cylinders had foreign objects. This report is to capture the reportable malfunction of foreign material in the cylinders noted at estimation. Regarding foreign material: the customer reported that the endoscope was reprocessed before being returned.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the suction cylinder had no color; the air and water cylinders had discoloration; due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value; the light guide lens had a crack; the adhesive on the bending section cover had a crack; and the universal cord had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.